Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical (B)(4). The reported malfunction was not duplicated or confirmed. The device was subjected to extensive testing which included multiple electrical safety testing without any discrepancies. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.